Event description:
There is no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2013: display defect.

Manufacturer narrative:
(B)(4). Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: on examination, the battery compartment was noted to be cracked. There was no evidence of moisture in the battery compartment. On testing, there was no power loss or interruption. The bolus button was noted to have a hole in the button cover but was functional on testing. The display was noted to be dim, faded, discolored and difficult to read. A test display was attached to the pump and illuminated properly and was clearly legible.